Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (3.0 mg per ml at 1.3 mg per day) and bupivacaine (30 mg per ml at 13 mg per day) via an implantable pump for unknown indications for use. It was reported that the home refill nurse conducted a pump refill on (B)(6) 2024. The nurse removed 2.5 ml and 2.7 ml was expected. Upon trying to fill reservoir with new drug, she was only able to get 10 ml into the pump. The patient was brought to clinic on (B)(6) 2024 to investigate and redo the refill. The nurse was not able to remove any drug from the pump reservoir. She tried many times to aspirate possible air in pump and provided negative pressure for several minutes each time. After not getting any drug from pump reservoir, pump nurse put 20 ml of normal saline. The entire 20 ml volume was put into the pump reservoir. The entire 20 ml amount of normal saline was removed. The physician did not feel comfortable filling the pump with medication so they decided to put 20 ml of normal saline into pump and refer patient to neurosurgery. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at time of report, (B)(6) 2024. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.